Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was unknown. Customer stated they did not received a low battery alert prior to the off no power alert. Customer stated the pump was not dropped or bumped and the battery cap is not loose, cracked or damaged. Customer was advised to insert a new energizer aaa alkaline battery and monitor pump.